Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic/wedge/segmental resection, the adapter became unable to connect a cartridge. At that time, an indication of instructing to remove the cartridge was displayed on the device. The nurse reconnected the handle and the adapter, but the error indication continued. The procedure was completed with another device. A tissue damage was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic/wedge/segmental resection, the adapter became unable to connect a cartridge. At that time, an indication of instructing to remove the cartridge was displayed on the device. The nurse reconnected the handle and the adapter, but the error indication continued. The procedure was completed with another device. There was no patient injury.